Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with the multiple insulin pump errors. The patient¿s blood glucose level was unknown at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the unexpected restart error test, self test and displacement test. No unexpected restart error and no displayable history crc check failed on startup alarm noted during test. (B)(4).